Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three bursts of anti-tachycardia pacing (atp) and seven shock as inappropriate therapy due to a suspected atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored episodes. This device remains in service. No additional adverse patient effects were reported.